Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h3, h4, h6, h10 visual examination of the returned product found a scratch on the sterile pouch. The scratch does not penetrate the sterile barrier complaint sample was evaluated and the reported event was confirmed. Review of the products determined that no failure was found as the products are within specifications. No further investigation or action is required after review. Event is no longer considered reportable, and initial report should be voided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the sterile package has a crease in the seal. No adverse events have been reported as a result of the malfunction and additional information on the reported event is unavailable.